Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the hemopro 2 (v-4000) had intermittent energy during the activation phase during use of the vasoview hemopro 2 technology.

Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4) updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A lot history record review was completed for lots 3000482753, 3000482449, and 3000478945 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.